Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was microscopically examined, and contamination was found within the ms pump, therefore the device was not functionally tested. The pump passed the leakage testing. This investigation is assigned a most probable conclusion code of cause not established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed due to a hole in the reservoir. A new pump and reservoir were implanted and the old reservoir was left in situ. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed due to a hole in the reservoir. A new pump and reservoir were implanted and the old reservoir was left in situ. No patient complications were reported.